Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up an episode of vf that was caused by oversensing noise was observed. The noise was caused by cautery during a procedure. The magnet came off and the device delivered therapy. Once therapy was delivered the physician placed the magnet back over the device. The patient had no adverse health consequence because of this.